Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no ramp up alarms. The unit was triaged and the reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer initiated a service repair request but did not state a specific issue. Upon triage, the service tech found the unit had no ramp up alarms.